Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Confirmed device alarms for "cassette not attached properly". Confirmed customer complaint by performing product verification testing (pvt), cassette sensor test, and reviewing the event log. Probable root cause was the dso sensor, latch lock, and flex circuit sensor. Replaced the downstream occlusion (dso) sensor. Replaced the latch lock, and flex circuit sensor. All functionality passed after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alarmed for "cassette not attached properly - reattach cassette". There was no patient involvement, and no patient harm/adverse event reported.